Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 74-year-old male with a history of cardiomyopathy was supported with an impella 5.5 device implanted via right axillary/subclavian surgical access on (B)(6) 2026 at 13:20. On (B)(6) 2026 at approximately 20:00, the patient reportedly became confused, exited the bed, became entangled in IV lines, and fell. The impella was found broken at the junction where the power cord meets the red impella plug. The patient was taken to the operating room to remove the damage impella and replace it with a new device. The reported event involved mechanical damage to the impella 5.5 device following a patient fall, resulting in emergent explant and replacement. There is no indication that the device contributed to the patient¿s confusion or fall. The failure mode was identified as a crack at the power cord connection. Patient survived the procedure and remains on support with a replacement device.

Manufacturer narrative:
Correceted data removed a0404 from h6 investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-cable-(separation, torn): the cause of the product damage issue was most likely unintended use-related, since the issue occurred during the patient¿s fall; however, the extent of the damage could not be confirmed without returned product or clinical images.